Event description:
It was reported the tl60 was used during a total gastrectomy. It was reported by the affiliate the staple. The surgeon used hand stitches to close the tissue. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number j42j5r, cartridge position loaded, casing position midway, hook shroud condition good, lockout slide position unlocked, number of staples returned in cartr none, retaining pin position forward, safety position locked, trigger position open/locked. Functional tests & results: hook shroud condition good; indicator function properly yes, indicator setting when firing 2.5, knob collar lockout slot condition good, lockout slide tip condition good, safety disengage properly yes, staples fire properly, yes, staples form properly, yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was received in good condition. Instrument was fired with reload cartridge and it fired and formed all staples as designed. There were no anomalies noted with formation of staples. Reported incident could not be recreated. Mfg and engineering have been notified of reported incident.